Event description:
Healthcare professional (hcp) reports a fiber leak noted 25 minutes into patient treatment. New disposables used to continue the patient treatment without incident. The dialyzer was reused 10 times prior to this report. The hcp reports no patient injury or need for medical intervention.